Manufacturer narrative:
The discrepant result event on the vidas msg kit was investigated. The event resulted from a correlation issue between the vidas kit and the quest technique. The actual sample utilized for the correlation test was not available for return. Internal serum samples (6 positive and 3 negative) were tested on retain samples from lot 1003602810. All samples were found to produce positive and negative results as expected. Based on the results of the investigation, the vidas msg kit remains within the performance claims of the product.

Event description:
On (B)(6) 2015 a customer reported a discrepant result between the vidas measles igg test, ref. (B)(4), and the quest test. The vidas measles igg (msg) assay is intended for use with a vidas (vitek immunodiagnostic assay system) instrument as an automated enzyme-linked fluorescent immunoassay (elfa) for the qualitative detection of igg antibodies to measles (rubeola) virus in human serum. The vidas result was negative with a test value of 0.46 (<0.50 negative, > 0.50 to < 0.70 equivocal, > 0.70 positive). The quest result was positive at 2.09 (<=0.90 is negative, 0.91-1.09 is equivocal, >= 1.1. Is positive). Based on the discrepancies between the results, the customer delayed the administration of the vaccine. The physician reported a delay in the decision to vaccinate in association with the identified complaint.